Event description:
Information was received from multiple sources regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted. Did not utilize brace post operative. Leads moved caudal. Due to lead migration unable to obtain adequate or comparable pain relief as trial. One lead replaced, one lead moved back to original implant location. The issue has been resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2025, UDI#: (B)(4) ; product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.